Manufacturer narrative:
It was discovered the user was not following product labeling which states the calibrator material must be used immediately. The user was advised the calibrators are to be used immediately and any remaining content must not be stored to avoid inaccurate calibrations. The user stated they had not had any further issues with ise results and will continue to reuse open calibrator vials.

Event description:
The user stated since replacing the cartridges on (B)(6) 2012, she received analyzer alarms and erroneous ion selective electrode (ise) results. The samples were repeated on cobas c501 analyzer serial number (B)(4). Data was provided for seven patient samples. All results are in mmol/l. Patient sample 1 initial result was 146 and the repeat result was 140. Patient sample 2 initial result was 145 and the repeat result was 138. Patient sample 3 initial result was 147 and the repeat result was 141. Patient sample 4 initial result was 147 and the repeat result was 140. Patient sample 5 initial result was 146 and the repeat result was 139. Patient sample 6 initial result was 147 and the repeat result was 140. Patient sample 7 initial result was 151 and the repeat result was 143. The initial results were reported outside the laboratory. The repeat results were considered to be correct and corrected reports were sent. The user did not know if any patients received treatment or were harmed by the erroneous results. The sodium electrode lot number and expiration date were not provided. The field service representative was unable to determine a cause. He removed the electrodes verifying o-rings were installed in the krylon blocks, verified all electrodes had o-rings, cleaned the ise block area and re-installed all electrodes. To verify the analyzer operation, he completed ise checks, followed by multiple ise calibrations, quality control and a precision run. All test results were within the user's established ranges. The precision run results were within precision guidelines.